Event description:
A healthcare professional reported that the calibration passed, but at the time of the cut, the vitrectomy device could not work during calibration for vitrectomy surgery. The surgery was completed after replacing the vitrectomy device with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).